Manufacturer narrative:
The outcome attributed to adverse event was cracked a tooth. The event date is approximate. The device serial numbers or manufacturing numbers were not provided. Customer contact information, mailing address and email address were not provided. Report source: the complaint was received from a consumer in (B)(6). Manufacture date not provided or identifiable. Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
The consumer reported that their diamond clean smart power toothbrush cracked their tooth.